Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a scheduled follow-up, it was thought that the battery longevity had dropped drastically compared to the previous interrogation. It was noted that the previous longevity estimation was an overestimation, and that the most recent longevity was accurate. The patient was stable before, during, and after the device interrogation and will continue to be monitored.